Event description:
The facility reports the caregiver was bathing the resident on the trolley. Wihthout cause (no resident movement or caregiver movement), the bathing surface flipped, depositing the resident onto the floor. No injuries were reported.

Event description:
The facility reports the caregiver was bathing the resident on the troily. Without cause (no resident movement or caregiver movement), the bathing surface flipped, depositing the resident onto the floor. No injuries were reported.